Event description:
During a showering procedure using a new arjo carendo shower chair, a personal support worker (psw) was washing the resident¿s hair when the resident suddenly screamed. The psw immediately noticed bleeding from the resident¿s left hand. The shower was stopped, and the psw assessed the injury. The tip of the fourth digit (ring finger) on the left hand had been severed, with significant bleeding observed. The fingertip was later found by staff. The resident was promptly transported to the hospital for medical treatment. The initial report from the nursing home indicated that the carendo chair did not move. However, after an arjo technician spoke with the nursing home staff, it was suggested that the employee was washing the patient's hair and adjusting the chair to a seated position using the hand control.